Event description:
It was reported that(1) device was used during an unknown procedure. It was reported by the affiliate that the tcr75 swing tab broke. Another tcr75 was used to complete the case. There was no consequence to the pt.